Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on (B)(6) 2025. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in one photograph. Signs of clinical use and no evidence of blood was observed. The delivery device was inside the loading device, with the seal and tension spring assembly outside the devices. The white plunger and blue safety lock was not observed in the photograph. An investigation was conducted on (B)(6) 2025. Signs of clinical use and no evidence of blood was observed. The delivery device was inside the loading device, with the seal and tension spring assembly outside the devices. The white plunger was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal was observed in an opened state with no visual defects observed. The delivery device was removed from the loading device with no visual or physical difficulties observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot # 3000422757 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they folded the seal by pressing the wings in step 3 during the loading process of the heartstring 3.8mm product according to the IFU, but the seal did not fold properly and came loose. It was confirmed that the seal could not enter the delivery device through the inside of the window, so a new product was used and applied to the patient. There was a delay of about 7-10 minutes. The surgery was completed without any abnormalities in the patient's condition.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.